Event description:
It was reported that during a surgical procedure, the patient inhaled the naspore product and it migrated from its intended area. It was also reported that lung infiltrate's were present on the patients xray. It was further reported that the procedure was not completed successfully. It was also reported that 4 months after the procedure the patient died. It was further reported that patient death was not caused by the stryker product.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not available for return.

Event description:
It was reported that during a surgical procedure, the patient inhaled the naspore product and it migrated from its intended area. It was also reported that lung infiltrate's were present on the patients xray. It was further reported that the procedure was not completed successfully. It was also reported that 4 months after the procedure the patient died. It was further reported that patient death was not caused by the stryker product.